Manufacturer narrative:
(B)(4).

Event description:
Procedure: extra peritoneal lymphatic dissection. According to the reporter: when filling the balloon with 17cc of saline solution, the balloon burst. A second device was required, and functioned normally without further consequence. No pt injury or ill-effects, no medical intervention required, no unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required, nothing fell in the surgical cavity. Pt current status reported as recovered. Both devices are being returned: the one that burst, and the second that was used that functioned normally.